Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The international reported the unit alarmed due to a data acquisition pcb adc reference failure. There was no patient harm.

Manufacturer narrative:
Device evaluation: the manufacturer's international service technician was unable to duplicate the reported issue. Review of the device diagnostic history indicated a vent inop occurrence due to a data acquisition pcb adc reference failure. Resolution and disposition: the service technician replaced the data acquisition pcb to motor controller pcb cable to address the vent inop occurrence found in the device diagnostic history. The device successfully passed performance specification testing. Patient information was requested and the customer refused, reporting the information is confidential.